Event description:
It was reported that during a appendectomy procedure, the clips were unable to stay in the jaws of the instrument. The clips were constantly pushed out of the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 8/11/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.